Manufacturer narrative:
The handpiece was received at the MFR for service, but based on the investigation details, there was no problem found. The device was returned to the customer. A f/u report will be submitted if the final results of the quality investigation require one.

Event description:
It was reported that metal was found in the drill hole of the handpiece. There are no reports of any pt involvement or adverse consequences. The account advised no add'l info is available.